Event description:
The customer reported that there was a piece inside therefore blocking urine which in turn caused pain and or discomfort. Additional information was received from the customer and stated that there was a black piece found on the urine drainage port of the catheter. The customer further stated that there was no medical intervention required as a result of the incident.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 2211531 was reviewed and no anomalies related to the reported issue were observed. A device was received for evaluation and the reported condition was observed; however, a definitive root cause could not be determined. The foreign material inside the returned device doesn¿t belong to a material used in any of our manufacturing process. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.